Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-may-2022 to 17-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 1 failed to open. A field service engineer removed pockets and debris on contacts and reseated the row board cable at controller card to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer malfunctioned, during a procedure delaying user access to late retrieval for emergency inhaler. The customer added that users were able to get the spare emergency inhaler from another side of the floor. The customer confirmed that no harm was done to patient but delayed in care. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system drawer malfunctioend, during a procedure delaying user access to late retrieval for emergency inhaler. The customer added that users were able to get the spare emergency inhaler from another side of the floor. The customer confirmed that no harm was done to patient but delayed in care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1 was failed to open. A field service engineer removed pockets and debris on contacts, and reseated the row board cable at controller card. The system functioned as intended.